Manufacturer narrative:
This information is provided by parker medical as manufacturer (B)(4) regarding the medwatch as filed by (B)(6) (01/04/2016). The delay in timing was due to a delay in receiving the failed units back at parker, and the delay in getting the units to the contract manufacturer in (B)(4). There was also a delay due to an internal error at parker, which resulted in the issuance of a CAPA to ensure a more robust reporting system and removing chance for human error. Additionally, parker medical responded to the medwatch filed with a written response dated march 13, 2016; however, this response was rejected by FDA and now an electronic submission is being provided. A detailed log of all activities, communications, and evaluations is available in the parker medical file, MDR section. This is the first MDR for the parker medical products.

Event description:
The event was originally described in the medwatch form filed (uf/importer # (B)(4)) & MDR report # (B)(4) (from maude database). Please reference that report for the description of the event.